Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient stated that their implant battery seems to be depleting faster than normal for the past 2.5 to 3 weeks. The patient said that they used to only have to charge their implant battery maybe one day a week and now they have to charge their implant battery every day. The patient said that they usually don't let their implant battery get below 20% and they haven't increased or changed any of their therapy settings. The patient was redirected to their healthcare provider to further address the issue.